Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a low anterior resection procedure, the surgeon simulated the operation of eea28 , however the safety release was removed unexpectedly and partially squeezed the handle. He thought the device might have been pre-fired and stop using the device for the procedure. Replaced by new device, the procedure was completed with no problem. The status of the patient is no problem.